Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that subsequent to a stenting treatment procedure, stent restenosis occurred. The patient presented with class 2 stable angina in (B)(6) 2012 and underwent a cardiac catheterization procedure which revealed 1 target lesion. The lesion was 90% stenosed and located in the mid left anterior descending (lad) artery with a reference vessel diameter of 3.50 mm and a lesion length of 12 mm. The lesion was predilated with an unspecified balloon and a 3.50 x 20 mm taxus liberte stent was deployed, resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. In (B)(6) 2012 the patient returned and in-stent restenosis was diagnosed. A few days later, in (B)(6) 2012 diagnostic angiography was performed revealing 85% in-stent restenosis of the lad with timi 3 flow. An unspecified drug eluting stent was advanced and deployed in the proximal lad resulting in 0% residual stenosis and timi 3 flow remained. The event was considered resolved on the same day.